Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal episode for an unknown reason. It was thought that perhaps the patient was non-compliant with his medicine, however a root cause was not able to be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.